Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye linear scratches were observed on the posterior surface of the iol. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Rayner lenses can cause posterior capsule folds/creasing as a direct result of the high radial force exerted on the capsular bag. Additionally, it is also possible to consider delamination and/or scratches as possible causes of the lines present on the optic post implantation. Our review of production records for the rayone galaxy toric rao615x batch 114254923 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 114254923. Without the ability to examine the device and without clear event details being provided it is not possible to establish root cause.

Event description:
On 13th august 2025, rayner received notification from a healthcare facility in australia of an event that occurred during use of a rayone galaxy toric rao615x. The event description provided states that immediately following implantation into the eye there were linear scratches on the posterior surface of the iol necessitating iol explantation and exchange.